Event description:
It was reported that during a mastoidectomy surgery it was observed that the motor device was heating up. There was no delay to the surgical procedure as a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.